Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There were 2 instruments that were broken that caused issues. The first was the t-handle from the revision reamers malfunctioned. Every time we attempted to remove a reamer after use, it was stuck and had to hit it with the mallet to get the reamer to disconnect. The second issue was that the torque wrench from the hp fem trial tray did function properly. When we were using the wrench to attach the augments to the femoral implant, the torque wrench did not release when reaching the proper tightness. This resulted in the allen wrench to shear off inside the set screw within the augment. This happened three times. The doctor was able to remove the broken pieces from the implant. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status outcome consequences? No.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I was in a knee revision with dr (B)(6). There were 2 instruments that were broken that caused issues. The first was the t-handle from the revision reamers malfunctioned. Every time we attempted to remove a reamer after use, it was stuck and had to hit it with the mallet to get the reamer to disconnect. The second issue was that the torque wrench from the hp fem trial tray did function properly. When we were using the wrench to attach the augments to the femoral implant, the torque wrench did not release when reaching the proper tightness. This resulted in the allen wrench to shear off inside the set screw within the augment. This happened three times. The doctor was able to remove the broken pieces from the implant. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences: no.